Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1 mg/day), bupivacaine (5 mg/ml at 1 mg/day), and clonidine (250 mcg/ml at 50 mcg/day) viaan implanted pump. The patient¿s medical history was chronic pain. The indication for pump use was spinal pain. It was reported that the physician determined that the patient had an infection at the pump pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were explanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.